Event description:
It was reported that the ilet charger stopped working while the user was traveling, the user discarded it, and subsequently a wireless charger used in the interim also did not function despite trying a different outlet, after which a replacement charger was arranged. Symptoms included no clinical symptoms. Outcomes included no impact on health and no alerts or alarms. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed a failure of the charging accessory with no evidence of device-related clinical effect. It was concluded that replacement supplies were provided and the issue was addressed through support and education.